Event description:
The customer reported that excessive interference on the ECG waveform from the pads prevented capture for the cardioversion procedure. The event occurred while in use on a patient. The users replaced the defibrillator with another one while using the same pads and cables and had no issues. There was reportedly no adverse event.